Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented the pulse generator exhibited backup vvi mode, the patient had been lost to follow up since 2014. Error message had been displayed on two different programmers. A device download could not be performed. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information states the patient experienced abdominal pain.